Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces for analysis. Failure event unrelated to reported event of noise was noted during analysis. Destructive analysis visual inspection found one of the ring electrodes etfe cable coating was abraded underneath the right ventricular shock coil. No other anomalies were identified.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.